Manufacturer narrative:
The contact was unable to provide product identifiers; however she reports that she was told by the implanting facility that the implants were manufactured by bard. Multiple attempts have been made requesting additional information, including the patient¿s death certificate and autopsy report. To date no additional information has been provided. Without a lot number a review of the manufacturing records is not possible. The information provided to date is limited and a connection between the patient's reported outcome and the mesh device cannot be determined at this time. Should additional information be provided, a supplemental MDR will be submitted. This MDR represents the bard mesh alleged to have been implanted on the patient's right side, there was no known problem alleged with the mesh implanted on the left side. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The patient¿s wife contacted davol and reported that in 1996 her husband was implanted with two bard mesh products for the repair of bilateral inguinal hernias. As reported following implant the patient had no issues or other procedures performed. It is reported that in 2006 he developed a lump on the right side groin that was assessed as possibly a seroma or abscess. An MRI could not be performed due to the patient having a pacemaker; a CT was performed and did not identify a problem. The patient experienced ongoing medical issues including infection, and what was described as possible mesh erosion into vertebrae (l1/l2). On (B)(6) 2010 the patient passed away from complications associated with his medical problems.